Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the j-tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide d4 (primary UDI number), and h4 (manufacturing date) updated fields: d4, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.